Manufacturer narrative:
This follow up report is being filed to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Matthieu ollivier, et al. ¿use of porous tantalum components in paprosky two and three acetabular revision. A minimum five-year follow-up of fifty one hips.¿ 10.1007/s00264-016-3312-2.

Event description:
It was reported in a journal article that 2 patients underwent procedures to realign acetabular liners due to instability. No components were removed. No further information is available and patient outcome is unknown.